Event description:
Pt sustained multiple fractures (distal femur, proximal tibia, and distal tibia) from a motor vehicle accident and was implanted with plate, im tibia nail and screws on (B)(6) 2012. At pt's 6 week f/u, x-rays showed a severely bent va condylar plate. Surgeon may revise pt in approx 6-8 weeks, once the other fractures have healed. Reportedly, pt was compliant with non-weight bearing.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.